Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, after the device was loaded onto the wire and while being advanced towards the touhy, the stent delivery system was fractured. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ii, us, mr 3.5x12mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and was within maximum crimped stent specification. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 578mm distal to the end of the strain relief, there were also hypotube kinks noted along the full catheter length. This type of damage noted is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink on the proximal side of the port weld. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, after the device was loaded onto the wire and while being advanced towards the touhy, the stent delivery system was fractured. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.